Manufacturer narrative:
Additional information was received that the valve was replaced thirteen months following implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nineteen months following the implant of this transcatheter bioprosthetic valve increased gradient was noted with a mean of 33 mmhg. An echocardiogram revealed 80% systemic right ventricle (rv) pressure and decrease in rv function. The valve was successfully replaced with a medtronic conduit. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt of the device for analysis, a 5.5 cm conduit section was received with a melody valve inside. Two bare metal stents were observed between the conduit and the melody valve. All three leaflets were in open position. The leaflets were flexible and laid against the wall of the melody. No tears noted. Commissures appeared intact. The conduit and stent lengths made it difficult to visualize any calcification or pannus. Glistening off white pannus extended along the inflow and outflow orifices of the valved conduit, to the inner lumen, extending to the inflow and outflow orifices of the melody valve. Radiography showed evidence of calcification in the conduit wall. Radiography could not confirm stent fractures. Radiography could not determine if calcification existed on the leaflets as the leaflets were in open position where the leaflets laid against the inner wall of the melody. Pannus and calcification were inherent risk of bioprosthetic valves. Though calcification and pannus could not be confirmed on the leaflets of the melody valve, the reported stenosis/high gradient could be attributed to the pannus and calcification noted on all returned devices. Stenosis related risks were addressed in the current risk management file. Based on sop 29227, this type of events did not exceed the trending trigger, so no formal investigation was recommended. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.